Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted. A review of the history for this device was performed and it was concluded that the device was in the field for over one (1) year with no previous returns for servicing or other issues prior to the reported event.

Manufacturer narrative:
The returned device was evaluated. During investigation of the device, the touchscreen was found to act randomly and display different screens due to material contamination in the flexible printed cable (fpc), located within the touchscreen component. According to the supplier, the material contamination was likely caused by post-factory processing. A service history record review reveals that this unit was in the field for over fifteen (15) months with no previous reported issues prior to this reported event.

Event description:
It was reported that the touch screen is not functioning correctly. The customer states that when you touch the screen it just "goes crazy and starts flashing" and sometimes wil engage in monitoring. The reported issue was found before use, no patient incident was reported.